Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2020-00266, 3012447612-2020-00268, 3012447612-2020-00269, 3012447612-2020-00270, and 3012447612-2020-00271.

Event description:
It was reported that a closure top was found to have loosened post-operatively. A revision procedure was performed to remove the construct. During the revision procedure, two loose closure tops and one closure top that had migrated were identified. This is report two of six for this event.

Manufacturer narrative:
The returned closure top was evaluated. There were no signs of damage but there were unusual wear patterns on the bottom of the device that contacts the rod that indicates the closure top may not have been in full contact with the rod when tightened. A functional check found the closure top to mate with a mating screw as expected. An internal CAPA was initiated to evaluate the cause of this issue. This investigation found that the vital mis extended tab screw housing and tab designs were more susceptible to conditions that could result in inadequate locking, such as splaying, thread movement, and reduction based issues. The screws are the subject of field action 3012447612-05-01-2020-001-r; however, this closure top is not within the scope of the field action. The DHR was reviewed and no manufacturing issues were detected that would have contributed to this event. Labeling was reviewed does not appear to have contributed to this event.

Event description:
It was reported that a closure top was found to have loosened post-operatively. A revision procedure was performed to remove the construct. During the revision procedure, two loose closure tops and one closure top that had migrated were identified. This is report two of six for this event.